Manufacturer narrative:
(B)(4). Batch # p55a69. Event month and day unknown. Only year (2018) is known. Device evaluation: the analysis results showed that one gst60t reload was received unfiired, with the pan partially dislodged from the proximal end, right side. It is possible that handling by the customer could have dislodged the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please confirm more details of what occurred? Or nurse found silver cover was broken and it protruded from reload body. Did the reloads¿ silver cover (silver cartridge deck pan) break or detach when loading or unloading the cartridge? Or, did the reloads¿ silver cover (silver cartridge deck pan) break while inside the patient? No. It was happened just after picked it up from product package . If the silver cartridge cover (pan) separated or broke inside the patient were all pieces retrieved from the patient? N/a, they didn¿t use it anymore. Is the current patient status known? N/a . Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? If yes, please explain. No information.

Event description:
It was reported that during an unknown procedure, reloads' silver cover was broken.